Event description:
It was reported by the clinician that after the catheter was placed in the pt's arm, they noticed the tip of the catheter broke off, and was caught in the balloon. As a result, it was removed. There were no pt complications reported.

Manufacturer narrative:
F/u report will be filed if add'l info becomes avail.